Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified baxter set leaked lipids from two small holes on one side of the filter that connects nearest to the patient. This was observed during patient use. The nurse stopped the infusion. A new bag of lipids and tubing were used to continued treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The event occurred on an unspecified date between october 17, 2021 and october 26, 2021. Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.